Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported issues with sensor glucose verses blood glucose differences. Customer stated that the insulin pump alarmed threshold suspend. Customer's blood glucose reading was 426 mg/dl, while the sensor glucose was 56 mg/dl. Customer stated that the threshold therefore, sensor glucose and blood glucose difference was not within acceptable range. Troubleshooting was done. Replacement product is being sent.